Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a right hemi hip procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The head and taper adapter were replaced and an acetabular cup and liner were also implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
It was reported that the patient underwent initial right total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The head and taper adapter were removed and replaced and an acetabular cup and liner were implanted.